Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula.correction to d(4): lot number changed from ¿blank¿ to pd1u01072321. Expiration date changed from ¿blank¿ to 1/7/2025. D4: unique identifier (UDI) # changed from (B)(4) to (B)(4). H4: device mfg date changed from ¿blank¿ to 1/7/2023.

Event description:
It was reported that the patient's blood glucose levels reached 380 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. It was noted that the adhesive was not secure and the cannula was bent. Hyperglycemia treated with correctional bolus, medication tablets and a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.